Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under sensing of smaller atrial signals during rapid atrial rhythms on stored electrograms (egm). The ra lead remain in use. No patient complications have been reported as a result of this event.